Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735803, product ID: 9735764r, product ID: 9736371, product ID: 9736408, product ID: 9736409, product ID: 9736410, product ID: 9735785, product ID: 9735764. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal fusion. It was reported that the navigation system froze twice while in the or. It was powered on, in position around the sterile field, and was waiting for the spin. The site did a hard restart from the main cart and it fixed the issue both times. It was noted that the site updated the os last week from 1.5 to 2.0 but the navigation system would still freeze on occasion prior to the update. Patient outcome or delay was not reported. Additional information was received, it was reported that the cause of the issue was likely due from inactivity.

Manufacturer narrative:
H3: hardware analysis of 9736410 determined that the returned cable has no physical damage and passed a continuity test with no opens or shorts detected. No problem found. Hardware analysis of 9735764r determined that the computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. Section h6 codes are applicable to 9736410 and 9735764r. Section d information references the main component of the system and other applicable components are: sw kit 9735737 stealth s8 cranial medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no delay to the procedure. The problem was addressed and fixed while not actively navigating.